Event description:
It was reported that a user experienced slow pairing of a dexcom g7 continuous glucose monitor (cgm) to the ilet, with intermittent communication failure between devices, and support advised toggling cgm settings and restarting the pump, noting the pairing timeframe. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, characterized by intermittent communication failure and involving the antenna/electrical and magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.